Manufacturer narrative:
(H3) the investigation into the reported "aic - controller error (yellow alarm)" has been completed since the original report was filed. Product was returned for investigation. The console was tested at aachen fs. The failure mode was not reproduced while running an optical pump simulator. There were no issues with the console hardware. The console logs from the reported day of event are mostly consistent with complaint and show that during case start pump 494459 was disconnected upon prompt, due to unreliable placement signal (most likely due to air gap caused by pump connector not being fully inserted) indicated by ¿placement signal unreliable¿ alarm (#1036, due to opm signal invalid). After reconnecting, the issue was briefly resolved, but soon after, console presented with controller error alarm (#1043, opm comm stopped). The logs also showed processsamplingdatafromopticalbench: sentstopacquisitioncmd ack, indicating ossiopsens receive thread gets a data sampling packet with an unexpected length. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) were lastly reported as +16384 values and then no more samples were recorded. The absence of snr samples impacted the console¿s ability to recognize the pump disconnection and required the user to perform an emergency shutdown. The log entry processsamplingdatafromopticalbench: sentstopacquisitioncmd ack indicates the sentstopacquisitioncmdflag was set when entering ossi_sampling_stopped_state which eventually led to a false ¿communication stopped¿ condition. The root cause of the controller error was due to an automated impella controller (aic) software issue.

Event description:
The complainant reported that during impella cp support for patient of unknown age and gender, the automated impella controller (aic) displayed 'impella defective" alarm. The aic was disconnected and connected without success. Therefore, another device was used. There was no reported patient harm.